Event description:
It was reported that the programmer did not identify or communicate with implantable devices. The radio frequency programmer head was changed out but the situation did not resolve. It was noted that "jiggling" the connection for the programmer head to the programmer produced "interrupted" communication but it would not hold long enough to do anything. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer did not communicate with implantable devices and it was attributed to a loose radio frequency head connector and therefore the link electronic module board was replaced and calibrated. Analysis also found a noisy power supply fan so the power supply was replaced. Product ID 2067 radio frequency programmer head.